Manufacturer narrative:
Probe has not been returned for eval therefore, no determination could be made for the reported incident.

Event description:
Burn next to portal. Customer states probe felt warm in coag mode. No other info is available at this time.